Event description:
During an in-clinic follow-up, low pacing impedance was observed on both leads. The device was interrogated again and the impedances were in normal range. Abbott technical support was contacted and noted the low impedance measurement was false due to an anomaly during device interrogation. No malfunction was suspected. No intervention was performed. The patient was in stable condition.